Event description:
A (B)(6) old, male, pt, called zoll customer support to report 'connect electrode belt messages.' The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connect electrode belt messages) has been confirmed. The cause for the messages is a damaged yellow wire (positive ground) inside the trunk cable connector. The cause for the damaged wire is a cracked trunk cable connector. The root cause for the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.